Event description:
It was reported that the meal announcement button on an ilet touchscreen did not respond when the user attempted to initiate a meal announcement, although other on-screen icons functioned, and system logs showed only a single meal announcement attempt during the period in question, indicating the user was not navigating to or completing the meal announcement workflow; the problem was characterized as a display/touchscreen interaction issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user or third party. Investigation will be performed if the device is received for evaluation. At this time, there is not enough information to determine the root cause.